Event description:
This incident occurred prior to surgery and removed from sterile field before incision was made. In preparation for laparoscopic case, scrub tech was preparing sterile, disposable trocar for use. Piece of trocar broke off where trocar locks into top of sleeve. Piece was recovered and entire trocar was removed from field.